Manufacturer narrative:
The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 2024-05-30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cagen1, cagen1 ablation generator x1 (sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during ablation procedure, after inserting the antenna into the kidney the generator gave a warning of a failure with a red triangular light was lit. The doctor decided not to wait for a replacement device within 45 minutes and decided to stop the operation and cancel it due to the complexity of the patient. Due to the insertion of the needle through the skin into the tumor area, a slight bleeding occurred which was controlled, the patient was left for observation until the evening and was released to her home.